Event description:
The customer received a false negative result on (B)(6) 2022 using cue covid-19 test for home and over the counter (otc) use with cue reader serial number (B)(4). The customer took two positive lucira check it covid-19 tests before and after the false negative result on (B)(6) 2022. Customer did not respond to follow up attempts to collect information. No further information including cartridge lot number, cartridge serial number, or patient specific information is available.

Manufacturer narrative:
Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided limited information regarding the suspected false negative test. Investigation could not be completed due to lack of information. Lot number, reader serial number or cartridge serial number were not provided. The customer was unresponsive to follow up attempts.